Event description:
During the compounding process, a hair was seen between the layers of the elastomeric infusion device. The elastomeric was a homepump eclipse 250ml, 175ml/hr made by I-flow. Ref # (B)(4) part # 5001070 lot # ob2704. It did not leave the pharmacy.